Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. The complaint cannulae were not returned to fisher & paykel healthcare as they had been destroyed by the hospital. The hospital was asked to keep any further samples, but have today confirmed that there have been no further failures. Based on the limited information provided by the customer it appears that the cannula tubing has become disconnected from the distal swivel connector. It is likely that the reported damage is the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. Our optiflow production team has been notified of this failure. They have carried out an internal investigation of the manufacturing process and production staff have received additional training to ensure they are following the correct assembly procedure.

Event description:
A hospital in (B)(6) reported that the opt946 nasal cannulae had disconnected at the connection point to the circuit. No patient consequence was reported